Event description:
This notification was opened for review for information received that the dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted error codes e020 (err_motor_spinup_flux_low) and e022 (err_motor_flux_magnitude) present. The device was scrapped by the service center after the evaluation was completed.